Event description:
It was reported that the pacing lead's electrical impedance had been falling since (B)(4)2007. The impedance is now 481 ohms in bipolar and 513 ohms in unipolar. The patient is not pacemaker dependent. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.